Event description:
Customer claims that one of the balloons was leaky so they tried another one which worked. But after autoclaving only once the new balloon began to leak. The same happened again next time. There was no adverse consequence for the patient.